Event description:
It was reported that the customer needed assistance with uploading to carelink. Customer stated that the pump would only upload to 17% and then stop. Customer's blood glucose level was 170 mg/dl. Customer had several alarms in the alarm history including an external ram error alarm, unexpected restart alarm, and a displayable history check failed on startup alarm. Insulin pump will need to be replaced. Customer mentioned that she was hospitalized but it was not diabetes related. Customer stated that it was because she was septic. No further assistance needed.

Manufacturer narrative:
The insulin pump passed the displacement test, self test and reset error test with no error alarms noted during testing. Several alarms were noted in the history screen due to corrupted history file. The insulin pump had a cracked case at the display window corner, minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.